Event description:
It was reported that an fsl3+ sensor failed to pair with an ilet, and after a firmware update and sensor rescan, the device entered warmup, with blood glucose reaching 240 mg/dl while the system operated in bg run mode, indicating an intermittent communication failure associated with the antenna component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet consistent with intermittent communication failure localized to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.